Manufacturer narrative:
The investigation into the reported limb ischemia - reversible has been completed since the original report was filed. Per the clinical information provided, the best practices as stated per IFU were not followed and the peel away sheath was not removed after impella implant. The root cause of the limb ischemia issue was use related to improper technique.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿

Event description:
The user facility reported a 64-year-old female in st elevated myocardial infarction was implanted with an impella rp device for mechanical circulatory support. The rp device was inserted via the femoral and the team made choice to keep the 23fr peel-away in. The retention caused the limb to become ischemic. The team treated the thrombus with thrombectomy, balloon, and lytics. The team then proceeded to have surgery and a fasciotomy.